Event description:
The implant was being placed on the operating room table to have screws placed in it and when it was placed on the table, it splintered. The product was implanted as it had only splintered and not broken off.

Manufacturer narrative:
The root cause could not be confirmed as the device has been implanted and was not returned to the manufacturer. Review of the device history records indicate one device was manufactured and accepted into final stock in with no reported discrepancies. Complaint history review determined there have been other events for the device family; investigations indicated additional reported events were likely the result of user error. Should additional information become available, the evaluation summary will be submitted in a supplemental report.